Event description:
(B)(6) medical was notified on december 23, 2020 of an incident that occurred on (B)(6) 2020 at (B)(6). (B)(6) ((B)(4) team lead) called to report that a portable suction device did not provide suction during a "code blue" patient event. She inquired if the device would function properly if the "glass jar was full". The "glass jar" she referenced is an overflow safety trap. The overflow safety trap is designed to discontinue vacuum pressure when the overflow safety trap has been activated as this provides an additional protection of the suction device against contamination risks from the overflow valve in the main container and helps prevent aspirate from entering the suction device as a result of misuse and inadvertent overflow. The user manual outlines replacement and/or cleaning procedures for the overflow safety trap after each suction procedure. A picture of the device was provided (we are waiting on the return of the device) and after reviewing the amount of fluid and color of the overflow safety trap and related tubing we strongly believe excessive overflow has occurred and the device was not properly emptied or cleaned as instructed. We are awaiting return of the device, but the device appears to have functioned as designed and intended. The instavac I instructions for use explains the replacement or cleaning process in detail.